Event description:
It was reported that the customer is having issues with insulin pump keypad. Customer stated he was attempting to key in a bolus and the numbers started to scroll up very fast. Customer stated the insulin pump was in the shower. The blood glucose reading was 188mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.